Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that the reported event was caused by blown 15 amp fuses. Replacement of the fuses resolved the issue. No further issues were reported. Replaced fuses were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the mobile view station (mvs) was not powering on and the line power light was off. There was no patient present when this issue was identified.